Event description:
Customer reported the alarm is broken. Additional info received with the alarm is that the door is broken. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit found the battery springs are bent. The battery door returned has a broken door hinge and the other battery door hinge is cracked preventing it from clicking shut. The unit powers on with batteries and passes functional tests. (B)(4).